Event description:
The clinician reported that almost 2 months after the immediate dental implant was placed in ada site 20 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported pain, implant mobility, inflammation and bone loss in this patient with fair oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.